Manufacturer narrative:
Other relevant device(s) are: product ID: 377745, serial/lot #: (B)(6) ubd: 29-jan-2011, UDI#: (B)(4) ; product ID: 3708160, serial/lot #: (B)(6), ubd: 17-jan-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for rad icular pain syndrome (radiculopathies). It was reported that, pre-operatively, the patient was getting full coverage for their painful areas. It was noted that impedances were out of range on all electrodes intra-operatively. The physician elected to test the system after the old implantable neurostimulator (ins) was disconnected using the multi lead trialing cable (mltc) and an external neurostimulator (ens). Impedances showed 0-5 were out of range. There were no environmental, external, or patient factors reported that may have led or contributed to the issue. The patient was programmed on 0-3 so the ins battery change was completed with the old lead and extension were left unchanged. Post operatively, the patient had ¿night¿ (high?) Impedances on electrodes 0, 2, and 5 when tested at 0.7 volts. When tested at 1.5 volts, all impedances were within normal limits except 0 and 5.the device was programmed at 1-2+3+ which provided full coverage to all of the patient¿s painful areas. The pulse width was 720 and rate was 70 per the old programs used. The issue was reported as resolved and the patient status was reported as ¿alive ¿ no injury¿. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances on the day of surgery, 0- 40000, 1-40000, 2-1119, 3-1010, 4-36688, 5-40000, 6-1010, 7-40000. Wiped down the lead, re-inputted several times. Physician opted to leave current lead in and not revise. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.